Event description:
It was reported the pt had felt overstimulation from his scs system. After the sensation, he looked at his programmer, and the amplitude had increased without his direction. The pt was able to lower the amplitude each time, but the incident had happened a few times. It was reported the pt was monitoring the issue, and the issue had not recurred. The sjm rep met with the pt, and due to loss of weight, the ipg was closer to the skin. The pt was reprogrammed, and was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.